Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no.

Event description:
It was reported that a patient underwent an unknown abdominal surgical procedure on (B)(6) 2019 and suture was used for subcutaneous suturing. At the end of the procedure, it was noticed that, after the third point, the needle tip of the suture was missing (2mm). The wound and surrounding tissues were inspected, without identification of the missing tip. The radiology technician was alerted and a control x-ray was performed without evidence of foreign bodies. Another like device was used to complete the procedure. After awakening of the patient, there was an x-ray check in two projections of the abdominal wall: no foreign bodies were found. There were no adverse patient consequences. No additional information was provided.